Manufacturer narrative:
A ge service representative performed an onsite investigation. The connectors in the card cage were tightened. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a motion disabled signal error message during a case. No pt injury was reported.